Event description:
Additional information was received indicating abbott technical support was contacted.

Event description:
It was reported that during an unrelated hospitalization, the patient experienced syncope due to oversensing of the diagnostic testing associated with the corvue algorithm and resulting in pacing inhibition. The device was reprogrammed to resolve the event. The patient is in stable condition.